Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of fluid loss and mechanical issues were confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because there was air in the pump and the device would no longer inflate. A new 21cm x 12mm ipp with 100ml reservoir was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because there was air in the pump and the device would no longer inflate. A new 21cm x 12mm ipp with 100ml reservoir was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.